Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe stopped "getting a good signal" in the middle of a thyroid procedure. There was no delay in the procedure as a result of this event. The hcp tested the system with the manual, but was not able to replicate the issue. There was no patient impact.